Manufacturer narrative:
The ups battery is a lead acid battery. This has been the first reported incident of its kind. A study from the fire protection research foundation in july 2020, fire hazard assessment of lead-acid batteries, concluded that "for lead acid batteries, a limited number of incidents have been documented, with a low number of injuries and deaths having resulted from these incidents. This suggests that lead acid batteries have low fire risks, which is further illustrated by the large number of lead acid batteries in use." Hologic will continue to monitor and trend for safety.

Event description:
It was reported by the customer that "ups battery back-up caught on fire." No injury reported. The customer called back and asked to cancel a field engineer dispatch, the site biomedical engineer is going to replace the ups. Attempts to obtain additional information were unsuccessful.